Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Good conditions for implantation after around 2 years of edentulousness. During impression taking the implant came out.